Event description:
Customer reported a hard drive failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu. System operates as intended. This MDR is related to ge healthcare complaint.